Event description:
It was reported that the procedure was to treat the circumflex coronary artery with moderate calcification and mild tortuosity. The lesion was pre-dilated and the 3.5x23 mm xience skypoint stent delivery system (sds) was inflated to nominal pressure and the shaft was withdrawn. It was noted angiographically that the stent was not implanted and had remained on the shaft of the device outside the patient. A new stent was successfully implanted. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. It was reported that the stent delivery system¿s (sds) stent dislodged during use. Analysis of the returned device confirmed the reported stent dislodgement. Factors that may contribute to a stent dislodgement include, but not limited to, improper crimping, forced sheath removal, handling of the stent during preparation, stent damage, and/or interaction with accessory devices. In this case, based on the information provided, and the analysis findings, it cannot be determined what contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.